Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6.

Event description:
New information states that the device was replaced on (B)(6)2020 . No adverse health consequences to the patient was observed pre, intra and post-operative. The patient was in stable condition after the surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker follow up on (B)(6) 2020. The battery longevity indicated about 5 months left. However, it showed 1.5 yrs at a previous checkup performed 6 months ago. No major change regarding setting and pacing ratio was noted. The device is expected to be replaced along under a general treatment plan for the battery replacement. The patient was stable.